Event description:
After initial stimulation, the pt reportedly was unable to hear speech while using their sound processor. In 2004, the pt reportedly was unable to hear sound while using their speech processor. The pt was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's device was not functioning. The pt's c11 device was explanted.